Event description:
Medtronic received information that during a procedure the surgeon inserted this arterial cannula and tested for flow, and found the flow was restricted. The surgeon removed the cannula and noticed a split in the cannula just below the sew ring. The cannula was changed out to complete the procedure. No adverse patient effects were reported. Product will be returned for analysis.

Manufacturer narrative:
Device evaluation: upon receipt at medtronic's quality assurance laboratory, visual inspection confirmed a split to the cannula body in the suture collar region. Due to the returned condition of the device, performance testing could not be conducted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. This product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).